Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the foreign material in the connector is cause not established and the most probable cause of foggy lens, damaged fiber and e104 (scope communication error code) is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the laparoscope, gynecologic exhibited foggy lens, foreign material at llk (laser light cable) plug, damaged fiber bonding and e104 (scope communication error code). There was no patient involvement.